Event description:
Anchor tissue retrieval system malfunctioned not allowing surgeon to remove the endocatch bag; laparoscopy procedure was converted to laparotomy. Reason for use: laparoscopic operative procedure.